Manufacturer narrative:
Device evaluation: lens was returned in a case/ vial in liquid. Visual inspection found no visible damage to lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.0/+3.5/084 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2018. The lens was explanted on (B)(6) 2019 due to patient experienced a refractive surprise and astigmatism overcorrection. The lens was exchanged for a same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.